Manufacturer narrative:
The oad was received for analysis. The reported stuck in vessel complaint could not be confirmed through analysis. The oad crown diameter was measured and met specification. The oad driveshaft was fractured 1cm proximal from the crown. Scanning electron microscopy (sem) analysis was performed on the fractured driveshaft and revealed fatigue striations. Evidence of fatigue failure is an indication the driveshaft was spun under abnormally elevated stress condition leading to an eventual fracture. The root cause of the stress condition could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The target treatment area was a 90% stenosed, heavily calcified with severe tortuosity left circumflex artery (lcx). The diamondback 360 coronary orbital atherectomy device (oad) was advanced with the aid of a non-abbott guideliner. The oad was spun for treatment both proximal to distal and distal to proximal, but it was while spinning distal to proximal the oad became stuck in the vessel. A pushing and pulling technique were performed to free the oad. However, the distal side of the crown was observed fractured once the driveshaft was freed. The fractured component was successfully snared, no tissue or plaque was observed on the device. Angioplasty and stent placement were performed to complete the procedure. The patient was stable. It was the physician's opinion the device became stuck due to the patient's anatomy.